Manufacturer narrative:
Product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead; product ID: 37752, serial#: (B)(4), product type: recharger; product ID: 37743, serial#: (B)(4), product type: programmer, patient; product ID: 37092, lot#: 248390001, implanted: (B)(6) 2010, product type: accessory; product ID: 3550-39, lot#: n247065, implanted: (B)(6) 2010, product type: accessory. (B)(4).

Event description:
It was reported on (B)(6) 2012 that the patient had turned his stimulation off and lost his programmer so he couldn't turn himself back on. While stimulation is turned off, the patient was going through "pure hell." The patient turned off his stimulation about one week previous. The patient had been turning his stimulation on and off because something had "been malfunctioning." The patient was having issues with his feet really badly. It was planned that the patient was to be reprogrammed by a manufacturer representative. The patient was taking more pain medication. Additional information received on (B)(6) 2012 reported that the manufacturer representative had still not seen or spoken to the patient and that he was not scheduled to come in anytime soon. Additional information has been requested, but was not available as of the date of this report.